Event description:
It was reported that high, out of range high voltage lead impedance was observed. The patient was in good and stable condition, and it was noted they would be admitted to the intensive care unit. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.